Event description:
It was reported that during an unknown procedure, the device failed; the clip did not completely close. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.